Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Catalog number was unknown, updated to 8470107025 based on device inspection.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that heavy scratch marks were observed on the distal and proximal ends of the returned bur. An inner racer from the attachment was stuck to the bur shank,it was also noted that the bearing on the associated attachment (5407120970a, s/n: (B)(4)) was shattered which may have contributed to the event . As only a partial piece was returned, the full root cause of the cannot be determined.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.